Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the syringes are leaking on the sides. No patient injury was reported.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A review of the entire DHR showed no manufacturing or inspection anomalies. A search of our complaint database identified no other complaints against this lot number. A review of maintenance records (both corrective and preventive) and calibration records showed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. A review of the machine setup was conducted and revealed no issues. A review of the manufacturing equipment was performed as part of this investigation. The review found no issues with the equipment or process related to the reported condition. There were no samples returned for this complaint, so the reported condition could not be confirmed. The exact root cause could not be determined based on available information. The 6m root cause analysis did not identify any issues with the manufacturing process that would have caused this issue. There was one potential root cause identified during the investigation pertaining to the user (attachment method), but there¿s insufficient information to determine whether those factors were the true root cause. The application of the device could not be verified from the available information. The possible root causes identified in this complaint pertain to the user¿s application of the device. It¿s recommended the user consult the instructions for use for more information. Based on the information available, this potential root cause could not be confirmed or discarded from consideration. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for leakage in the fluid pathway. The lot met the acceptance criteria and was released. Since there were no findings related to the reported condition, no corrective actions are required at this time. This information will be utilized for trending purposes to determine the need for corrective actions.